Event description:
It was reported that pump battery did not charge and charging connection was not recognized despite use of tandem charging cable, different wall adapters, and confirmed working outlets. There was no reported impact to the customer¿s blood glucose level. Customer technical support arranged shipment of replacement charging cable and wall adapter by two-day shipping, instructed customer to rely on multiple daily injections if pump battery depleted before new supplies arrived, and coordinated with logistics to recall goodwill shipment, which was ultimately returned to tandem warehouse, after which no further action was required.